Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: during investigation, the pump history was reviewed and showed no evidence of alarms or warnings. The alarm history showed large prime volumes on the complaint date had occurred. The pump was returned with a load step malfunction alarm that could not be cleared; the piston was unable to detect the cartridge during load step. During testing, the force sensor calibration and resistance were both found to be out of specifications. There was evidence of contamination found on a component of the force sensor.

Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue with the load step during priming the pump. There was no reported patient injury associated with this issue. The issue was not resolved with troubleshooting. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.